Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device liquid malfunction and damage. It was further determined that the device failed pretest for check indicator - liquid damage, saw test, function test, charging and checking of the power module in the charger, information button and self test, check motor shaft abrasion and free moving, check position of motor shaft and general condition and lever. It was noted in the service order that the device would no longer charge and the warning lights were on. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.